Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention may take place in the future to address the issue.

Event description:
Additional information indicates that the patient received a low battery warning and the ipg did not reach end of life. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: a4 - patient's weight has been updated. Correction: b5 - the patient received a low battery warning and the ipg did not reach end of life. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.